Event description:
An aortic mechanical valve was placed into the pt by the cardiovascular surgeon on 8/22/97. After the procedure was complete, pt's b/p dropped into the 50's. This occurred several times while attempting to remove pt from the bypass machine. A transesophageal echocardiogram was performed and showed regurgitation. Valve removed and replaced with a porcine aortic valve. No obvious product defect noted following explant. Possible failure due to placement/pt anatomy.